Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 425 mg/dl. The customer¿s other blood glucose level was 288 mg/dl. Customer declined troubleshooting for high blood glucose level. It was unknown if the insulin pump was on auto mode. Customer stated that insulin pump had software low level failure error. Customer stated that they were able to clear the alarm successfully and also were able to rewound the insulin pump. Customer stated that insulin pump had passed self test. The device will not be returned for analysis.